Event description:
During an in-clinic follow-up, increased capture threshold and decreased pacing impedance was observed on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The lead was explanted and replaced to resolve the event. The patient was in stable condition.